Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (390 mg/dl) and diabetic ketoacidosis. Customer delivered a bolus prior to hospitalization to address the issue, and was treated with intravenous insulin and fluids while hospitalized. Customer was discharged from the hospital on (B)(6) 2017 with bg stablized.